Event description:
Device 2 of 2. Reference MFR report #3006705815-2018-02748. Additional information received identified that surgical intervention was undertaken wherein the entire scs system was explanted to have an MRI.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 3006705815-2018-02748. It was reported that at the routine reprogramming the leads were noted to have high impedances on most of the contacts. X rays were taken which showed leads did not migrate. Reportedly, patient will need MRI. Surgical intervention is pending to address the issue.